Manufacturer narrative:
H2-3) the software analysis concluded that this did not appear to be an issue with the software. The case details were reviewed. According to the case description, the site was unable to pass registration (consistently high registration accuracies of ~ 9-12 millimeters (mm)). As per troubleshooting information, the site observed lumpy skin affecting trace point mapping, so technical services (ts) advised using a light 3-point trace on bony surfaces. After cropping the registration model to exclude the chin and nose area, site achieved 3.5 mm registration accuracy and proceeded with the case. Based on the information provided, this appeared to be an issue with patient lumpy skin w.r.t scans, editing the model and registering improved the registration metric. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they were unable to pass registration, there was consistently high registration accuracies of approximately 9-12mm. The site noted that they had already replaced patient tracker, instrument tracker, and flat emitter and had checked for metal interference. It was noted that patient had lumpy skin and some trace points were being mapped under the skin, so technical services (ts) suggested tracing lightly on bony surfaces with 3 point trace. The site reported that registration accuracy was still high with some trace points being mapped in the air off the registration model and on the chin. Ts had the site crop the registration model to remove chin/area under the nose. After 2 more attempts, site was able to achieve registration accuracy of 3.5mm and proceeded with the case. There was a delay of one hour or longer.

Manufacturer narrative:
Continuation of d10: product ID 9735762, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the case proceeded and there was no patient impact outside of the delay that occurred.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.